Event description:
Customer reportedly obtained a result of 3.8 inr on the coaguchek system and 2.7 inr on a comparison lab. No treatment info provided. No adverse event reported in regard to this result. Requested return of suspect system and replacement was sent.